Manufacturer narrative:
Pump passed sleep current measurement, active current measurement, self test and displacement test. Pump received error 25 due to j6 connector resistance issue. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had an alarm was generated when a power system error was detected and this error did not prevent the pump from running. Customer blood glucose value was 8.00 mmol/l at the time of the incident. Customer stated they were able to clear the alarm also able to rewind the insulin pump. The customer was assisted with troubleshooting. The device will be returned for analysis.